Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No physical sample has been returned for evaluation, therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. At this time, this investigation will be processed for closure. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported via health authority that there was no negative pressure while using the cassette during the cataract surgery (without intra ocular lens implantation). The replacement was done with a new cassette and there was improvement . There was no information about patient impact.

Manufacturer narrative:
Additional information was received that the procedure was completed on the same day and there was no impact to the patient. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that the procedure was completed on the same day. There was no impact to the patient.